Event description:
It was reported that a patient had troubles with the patient programmer and wasn¿t able to adjust stimulation. The patient checked the programmer batteries and they were okay. The programmer display showed the ¿call your doctor¿ icon and a warning power on reset (por) condition a couple days prior to the report. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va006vq, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient went to the healthcare provider¿s office on the date of the report because they were seeing a power on reset message. The patient had been experiencing a return of symptoms for a ¿long time¿ and they did not think the device had been working and wanted to get it removed. Upon interrogating the device with the clinician programmer, it was determined the device had reached end of service. No further information was reported.